Event description:
Health professional at hospital reported to allergan rep a port replacement was performed for an alleged leak. Investigation in progress. F/u findings: the facility has declined to provide further info regarding this reported alleged event.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the rptr. The rtpr of the complaint was asked to indicate the product serial number, date of event and implant date. The info has not yet been rec¿d by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. The rptr discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The facility has declined to provide allergan add¿l info regarding the serial number or model number, event date, implant date, explant date, explant surgeon, diagnostic testing, pt¿s name, date of birth, sex, weights or history. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿